Event description:
The customer obtained falsely high results on samples form one patient tested for intact parathyroid hormone (ipth) on an immulite 2000 instrument using reagent lot 309. Sample 1 was tested in duplicate on the immulite 2000 system and resulted falsely high. A new sample was drawn from the patient, which also resulted falsely high on the same system with the same reagent lot. Both samples were then tested on an alternate platform and the results were lower. It is unknown whether the falsely high or corrected results were reported to physician(s). There are no known reports of patient intervention or adverse health consequences due to the false high ipth results on the patient sample.

Manufacturer narrative:
The initial MDR 2432235-2014-00613 was filed on october 24, 2014. Additional information (11/12/2014): a siemens headquarters support center (hsc) specialist obtained the patient sample and performed automatic dilutions on it. The dilutions were performed at 1:3, 1:5, 1:10 and 1:20. The results obtained on dilution indicated that the cause of false high intact parathyroid hormone is due to interference.

Manufacturer narrative:
The cause of the falsely high ipth results is unknown. Siemens healthcare diagnostics is investigating the issue.